Manufacturer narrative:
(B)(4). Device#1: proglide (part#12673-03, lot# 920106h) is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted bilateral arteriotomy closure of heavily scarred right and left common femoral arteries (cfa) after an interventional procedure. Reportedly, during arteriotomy closure of the right cfa, when the needle plunger was removed, there was no suture attached to the needles. The device was removed and manual compression was applied to achieve hemostasis. Reportedly, during arteriotomy closure of the left cfa, when the needle plunger was removed, there was no suture attached to the needles. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the anterior cuff remained in the anterior foot pocket. The anterior needle tip and the rim of the anterior cuff were bent, which is consistent with the anterior needle striking the rim of the anterior cuff instead of engaging with the anterior cuff tabs during needle deployment. Because the anterior needle did not engage with the anterior cuff, this would result in a failure to retrieve the suture during needle plunger retraction as reported. In addition, because the link was held on one end by the anterior cuff in the anterior foot pocket while being pulled on the other end by the removal of the suture from the device, the link broke at the posterior cuff. During testing, the needle plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the anterior needle-to-cuff miss and subsequent link break is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The reported heavily scarred tissue could deflect the needles during deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported by service report that the head end jack will not pump. No pt involvement or adverse consequences are reported.